Manufacturer narrative:
D9: date returned to mfg.: 7/9/2024. H3 and h6. Evaluation codes: updated. The complaint was confirmed by functional testing. The root cause was a bent microswitch. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not regulating temperature as expected. There was unknown if there was patient involvement and unknown harm/adverse event reported.